Event description:
A tissue fusion device was required for procedure. Upon start up, device populated error message. User immediately recognized and removed from service. New device obtained. Procedure completed without delay or complication.